Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. There was no moisture damage found inside the pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the customer was outside weeding and her insulin pump vibrated saying button error. Customer's blood glucose is 104 mg/dl. Caller stated that the button error alarm did not occur right after the pump was exposed to moisture. Caller stated that they are unsure if a button was pressed for 3 minutes or longer. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer revert to a back-up plan.